Manufacturer narrative:
There was no device related performance issue or malfunction reported. No device history or qn search was performed since no source device serial number was reported by the customer. The issue was a survey response of dissatisfaction with the recall process, however no other information was provided. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer had issues with the recall process. There was no patient involvement.